Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a previous surgery for l4-5, l5-s1 fusion, the patient developed paresthesias and increased back pain and was noted to some have movement of the interbody instrumentation. The patient underwent a second procedure for removal of the previous instrumentation, reposition of prosthetic device at l4-l5, reinsertion of instrumentation and a posterolateral arthodsis l4-5, l5-s1. Rhbmp-s/acs was placed at l4-5 and l5-s1. At 11 months post-op, the patient presented to surgery with diagnosis of lumbar radiculopathy. The patient underwent a procedure for right l4-l5, l5-s1 foraminatomy, evaluation of posterolateral arthrodesis, removal of previous posterior instrumentation, posterolateral arthrodesis at l4-l5 and l5-s1 and removal of the bone stimulator. Bmp was mixed with actifuse and placed in the lateral gutters for posterolateral arthrodesis at l4-5 and l5-s1 bilaterally.